Event description:
Baxter received a report from a baxter technician to report the slingbar retention hooks from two slingbars are not remaining in place during transfers. The device was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported. It was unknown if any second device was also involved. The customer did not know if this event was already communicated to another baxter department or authority.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Manufacturer narrative:
H3: correction. There was no service work order created for this complaint. The customer alleged that the hooks (sling bar latches) did not stay in place during transfers. The issue was resolved by ordering spare parts. Based on the information that has been provided, it is likely that the latches broke/did not stay in place due to the sling being incorrectly attached to the sling bar hooks. Therefore, this issue will be coded as user error. This statement is available in the IFU for liko universal sling bars (7en160185 rev. 8) under safety information on page 2: -make sure the straps are fully extended and correctly connected to the sling bar hooks before lifting a patient from the surface. For safety reasons, all the sling bar hooks must carry the load together when lifting! Using lifting accessories other than those approved can involve a risk. Incorrect attachment of sling to sling bar may cause severe injury to the patient. Do not operate, store, or transport the sling bar in the vicinity of pets, pests, or unattended children! Never leave a patient unattended during a lifting situation! Never leave children unattended in the vicinity of the sling bar! Do not store the sling bar where it will be exposed to direct sunlight, or heat sources, such as a radiator, fireplace, or stove/oven! The sling bar has not been tested for use in the magnetic resonance imaging (MRI) setting. Transfer the patient to a compatible surface to do an MRI, and remove the sling bar from the MRI room. Although there was no reported injury with this event, if the report of latches moving while patient been transfer were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.